Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 13 pro max with ios operating system version 17.2.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer lost consciousness and when they woke up, they were sweating and shaking. The customer treated themselves by consuming coca-cola, carbs, and other foods (unspecified). There was no third party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported missing high or low alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 13 pro max with ios operating system version 17.2.1 and app version 2.10.2.7677. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer lost consciousness and when they woke up, they were sweating and shaking. The customer treated themselves by consuming coca-cola, carbs, and other foods (unspecified). There was no third party treatment reported. There was no report of death or permanent impairment associated with this event.